Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's mother (reporter) contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter had missing results. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist reviewed the initial call, since the patient could not be reached to obtain additional information. The reporter confirmed that the meter issue began on (B)(6) 2016, at 1 am. The reporter stated that patient manages his diabetes with medication/diet and exercise, and she denied that the patient had taken any action in response to the alleged meter issue. The reporter stated that on an unknown time the patient developed symptoms of "dehydration and altered urination" in response to the alleged issue. On (B)(6) 2016 the reporter stated that the patient attended the emergency department, a blood glucose reading of "600 mg/dl" was obtained and he was treated with IV fluids and insulin. The reporter confirmed that the patient remained in hospital until (B)(6) 2016 for diabetes management. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product. The alleged issue was not resolved with troubleshooting. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.